Event description:
Event description cpi received information that during an invasive procedure to reposition a competitor's lead, a competitor's wrench broke on the set screw of this implantable pulse generator (ipg). The ipg was explanted.